Event description:
I have been using renu with moisture loc for almost 6 months. It was given to me with my contact lenses by my eye dr. Around 5/14/06, my eyes became very red and itchy. I was having trouble keeping them open. I was diagnosed with fungal infection causing lesions on my corneas. I am currently being treated with anti-fungal therapy. I am still experiencing cloudy vision and light sensitivity.